Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the battery in the customer's device was entirely depleted. The customer then installed a new battery, but the device could not be powered on, and emitted beeps. During device evaluation, physio confirmed that the device could not be powered on. It was observed that the device's readiness display showed a service wrench icon and an empty battery charge icon, despite the battery in the device being fully charged. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the analog pcb assembly did not function to allow the device to power on. The analog pcb assembly was removed and evaluated. Physio determined that the cause of the reported was due to an inductor, designator l1 on the analog pcb assembly being electrically open. This inductor, designator l1 on the analog pcb assembly had a high resistance at legs 2 and 3 that caused the device not to power on. A replacement device was provided to the customer under warranty.